Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Basal software successfully suspended insulin delivery. Additionally, glucose tablets were consumed to treat bg level. Although requested, the customer declined troubleshooting and declined to provide additional information.